Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the stylet could not be inserted in the lead. The lead was not used and replaced. The patient was stable.

Event description:
New information states that the helix did not extend after the lead was implanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.